Event description:
It was reported that the customer's blood glucose level was 315 mg/dl and his sensor glucose level was 415 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The customer's blood glucose level at the time of the report was 231 mg/dl. Standard troubleshooting was performed. The customer stated he had received calibration errors from his sensor. The customer was sent a replacement sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.